Event description:
It is reported that during surgery in 2009, the implant was removed from packaging, black residue inside the neck noticed before implantation and removed from stem immediately. Five months later, during investigation, it was determined that the black residue on the implant was residual polishing component. Zimmer inc is now reporting this event, malfunction leading to injury.

Manufacturer narrative:
This report will be amended when our investigation is complete.